Event description:
MRI indicated a brain tumor. Pt was prepped for surgery by the neurosurgeon. Before the surgery seventeen days later, the neurosurgeon did a new MRI which indicated there was no tumor. Because of the contradicting MRI results, the neurosurgeon had to confirm the findings by drilling a hole in the pt's skull to place a camera to view the "tumor."